Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call ha they were having issues with buttons sticking on their insulin pump. The customer's blood glucose level was unknown. The customer reported that he act, down arrow but all were hard to press. The customer stated that the insulin pump battery was dead, but at the time was working when there was a good battery in the insulin pump. The insulin pump will be returned for analysis.